Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6) after deployment of the protege gps stent, they removed the deployment system and still saw the radiopaque markers on the screen. After checking the device outside the patient, they found that the entire tip, where the stent was embedded, was lost in the patient. The physician was able to catch it with a snare.